Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator alarmed vent inop due to flow sensor failure. The customer reported there was no patient involvement.